Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer tried several troubleshooting steps, including using different wall adapters and charging cables, but the issue was not resolved. Technical support decided to send a replacement pump with updated software, and provided instructions for receiving and returning the faulty pump. Caller acknowledged the instructions and agreed to the replacement process.